Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline "lead wire" that broke. The patient was undergoing a procedure for flow diverter implantation to treat a 5mm aneurysm. Vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The sequence of events were unknown but it was noted that the wire broke off. The entire device was removed and not implanted. There was no harm or injury to the patient. Accessory device: phenom-27 microcatheter

Manufacturer narrative:
H3. Product analysis findings: a pipeline flex embolization device was returned for analysis within a shipping box; within a sealed biohazard pouch and within an opened pipeline flex embolization device inner pouch. The marksman catheter used during the event was not returned. No bends or kinks were found with the pipeline flex pushwire. The hypotube was found to be stretched with ptfe pulled back. The proximal bumper, pad and re-sheathing marker were found intact. The dps restraints/sleeves were found to be intact. The pipeline flex embolization device was found be broken at proximal end of dps sleeves. Due to the condition in which the braid was returned the proximal and distal ends were unable to be determined. Braid end 1 was found to be opened and frayed. Braid end 2 was found to be opened. The tip coil was found intact. The broken core wire was sent out for sem (scanning electron micrographic) analysis. The sem report determined the wire failed via torsional overload. Based on the device analysis and reported information, the customer¿s report of ¿pushwire break/separation¿ was confirmed. The investigation determined that this event was similar to an event that had already been investigated, regarding the pipeline flex pushwire separation issue, therefore, another investigation is not necessary. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Possible contributors towards failure are patient vessel tortuosity, or user re-sheaths more than two times. Customer reported patient vessel tortuosity as normal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: method code updated to b21. Result code updated to c21. Conclusion code updated to d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the "lead wire" break was in reference to the pushwire. There was no friction or difficulty experienced during the delivery of the pipeline.